Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, the stapler's loading was blocked and the device was unable to be fired. To complete the case, another handle and reload were used. No harm was caused to the patient.